Event description:
The customer, a biomed, contacted physio-control to report that during a recent patient event their device was unable to detect the patient and the device gave a "paddles leads off" message on the display. Another device was readily available and used to provide care to the patient. There were no adverse effects to the patient as a result of the reported issue. The exact date of the patient event was not provided; however, the biomed believed that it occurred on either (B)(6) 2014 or (B)(6) 2014. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer, a biomedical engineer, that while testing the device he was able to verify the intermittent failure. The biomed observed that when moving the therapy cable assembly near the therapy connector assembly that the device would give the "paddles leads off" message. The biomed then replaced both the therapy cable and therapy connector assemblies and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for evaluation.